Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, scratched case, missing end cap sticker, cracked belt clip slot, scratched reservoir tube window and cracked battery tube threads.

Event description:
Customer reported that the insulin pump's act button and the up button were working intermittently or not at all. Customer reported that this issue began a couple of weeks prior to the call. Customer does not recall any significant events leading up to this error. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.